Manufacturer narrative:
Device evaluation summary: the graphical user interface printed circuit board (pcb) was replaced and was returned for failure investigation. The gui pcb xena ii was visually and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. The part performed as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while the 840 ventilator was turned on, the display screen was blank. It is unknown at this time if there was patient involvement.